Manufacturer narrative:
The remote service engineer (rse) spoke with the customer biomedical engineer (bme) who stated that a philips authorized service provider (asp) had identified the 110a error code (check vent: proximal pressure sensor auto zero failed). The bme reported that the 110a error code had been logged twice about a year apart. The rse advised the customer to troubleshoot in the following order: verify pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal auto-zero solenoids, and finally replace the da pcba. The customer was provided with the part information for the solenoids. The customer was advised that the latest version of the service manual is revision r. Multiple good faith efforts (gfe) were attempted to obtain confirmation of troubleshooting, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the proximity pressure alarm sounded. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.